Manufacturer narrative:
(B) (4).

Event description:
The patient had injured her spine since getting implanted and the last time the battery was checked it was at 40%. The ins would "kick on and off". The device was at end of life and needed to be replaced. The patient underwent a successful trial in (B) (6) 2009, for cervical and leg pain and she was in the process of working with a new implanting physician. It was expected that a surgical consult would take place in the following 2-3 weeks with implantation shortly after.